Manufacturer narrative:
(B)(4). During processing for this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: dilatation catheter: otw 1.5x20 mm trek, 1.20x12 mm trek. Guide catheter: turnpike spiral, guidezilla, 7 french hockey stick 5h. The device was not returned for evaluation. The electronic lot history record (lhr) review and similar incident query for this product were not performed because the lot number was not reported and the product was not returned for analysis. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of dissection is listed in the hi-torque guide wires instructions for use as a known patient effect associated with use of this device. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a chronic total occlusion in the right coronary artery (rca). Multiple guide wires were attempted to cross, including a whisper extra support and pilot 50 guide wire, but were unable to cross the chronic total occlusion. A pilot 200 guide wire was successful in crossing over using a mini support catheter. The pilot guide wire appeared to be in the true vessel lumen, but the support catheter was unable to advance further. The support catheter was exchanged for a spiral catheter, which was able to be advanced to the mid rca. Angioplasty was performed in the mid rca with a 1.2x12 and a 1.5x20 mm trek, but these could not be advanced past the mid rca. There was no significant change in blood flow and a dissection was noted in the distal rca. The procedure was completed. No treatment was given for the dissection. The patient remained hemodynamically stable and was asymptomatic through out the procedure. No additional information was provided.